Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found that the outer insulation was damaged and all filars of the outer coil were fractured at 22.0 cm from the connector pin as a result of clavicular crush. This damage likely contributed to the reported complaints.

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture, high lead impedance, high pacing thresholds, oversensing and noise. The insulation was damaged and a lead fracture was noted. The lead was explanted and replaced. The patient did well throughout the procedure.